Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited high capture threshold resulted in loss of capture. Fluoroscopy confirmed that the ra lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.